Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was in use on a patient in cardiac arrest, and an emergency cardioversion was attempted when a shock was not delivered. The failure to shock was resolved by use of another defibrillator, which was noted to be arranged immediately. The patient outcome is noted to have been a stable transfer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.